Manufacturer narrative:
Section b3: date of event: unknown, not provided, but the best estimate date is on or prior to february 23, 2025 section d6a: not applicable, as the lens was not implanted. Section d6b: not applicable, as the lens was not implanted, hence not explanted. Section e1: first name: unknown, information was not provided. Section e1: first name: unknown, information was not provided. Device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no other complaints were received for this po. Conclusion: based on the investigation, no malfunction or product deficiency was identified. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that two non-preloaded monofocal intraocular lenses (iols) experienced issues: one lens was scratched, and the other became stuck in the loader. It is unclear which lens serial number (sn) corresponds to each issue. The extent of patient contact is unknown. No further information was provided. This report pertains to the lens with sn (B)(6). A separate report is being submitted for the other lens (sn (B)(6)).